Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/06/2010 and 05/10/2010 by phone, fax, and mail. A completed questionnaire was received on 05/14/2010. (B) (4). (B) (4).

Event description:
Adverse event(s): "endophthalmitis" (endophthalmitis); "vitrectomy" (vitrectomy); "eye was removed" (no code available); "elevated iop" (intraocular pressure rise). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A clinic director reported, a pt diagnosed with endophthalmitis ten days following intraocular lens (iol) implant surgery. She also reported that the eye was removed. In a follow-up, the clinic director explained that the surgery was for an exchange to replace the pt's 10-year old lens (unk brand) that had recently dislocated due to the pt's pre-existing pseudoexfoliation glaucoma. A vitrectomy was performed and the replacement lens was sutured in the posterior chamber (the capsular bag was removed with the initial lens as the bag had no support for the iol). The director reported that the surgeon stated the surgery went well no complications. At one day postoperative, the pt was "doing fine", but two days thereafter, an increased intraocular pressure was noted which was treated by paracentesis. At ten days postoperative, the pt presented with endophthalmitis and was seen by a retinal specialist for treatment. It was reported that the eye was enucleated some time thereafter, date unk. In the surgeon's opinion, the device did not cause/contribute to the event.